Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-nov-08. It was reported that the patient was able to charge successfully. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an infection in the ins pocket area. The patient also wasn't able to recharge. The patient saw ¿no device found, checking for recharger¿ and also the ¿poor recharge quality¿ screen. The patient also had not been able to connect to the ins with the controller in general. The patient reported seeing a screen indicating that he was lacking a good connection. The patient had been trying to charge/connect since he was implanted a week prior. The belief was that it was possible that the connection issues were directly related to the infection as the rep noted that the patient had a bit of swelling and the pocket was sore. Antenna locate was done with the patient values 24-45 low to high were seen.